Manufacturer narrative:
Arjo was requested to perform a device inspection; however, no information regarding the event was provided at that time (in feb-2026). The inspection performed on 03-mar-2026 did not identify any malfunc.tion of the lift. Process of collecting and analyzing information is ongoing. Additional information will be provided upon investigation conclusion. The device is distributed outside the us and no gudid information exists. UDI number: (B)(4).

Event description:
During an inspection of the maxi 500 device conducted in relation to an incident in which the device tilted during patient use arjo was informed of a similar incident that occurred in february 2026 on the same device. This report concerns the (B)(6) 2026 incident (B)(4); while the other referenced incident is registered under (B)(4); 9681684-2026-00047.